Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed difference between sensor glucose and blood glucose values, loss of communication between pump to transmitter, loss of communication between pump to mobile. Customer reported blood glucose value of 56 mg/dl. Customer reported hypoglycemia treated with glucose. The event involved product(s) mmt-1884l,mmt-332a,mmt-397a,mmt-7040a,mmt-6102, mmt-6112,mmt-7841zn. Troubleshooting was partially performed. Unpairing and repairing the pump and mobile device resolved the issue of loss of connection between pump and mobile device. No further patient complications were reported. The customer will discontinue to use the device. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer will discontinue to use the device. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-6102. No product return is required for mmt-6112. No product return is required for mmt-7841zn.